Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the image displayed intermittently when angulating the bending section. The root cause could not be identified; however, it is likely attributed to a component damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported, the bronchovideoscope exhibited screen to go black (no image). The issue occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.